Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an uneventful sling procedure in the hammock position during 2007. One week post-operatively, the patient was dry, but complaining of right-sided point tenderness between the urethra and obturator muscle. The patient was given antibiotics with a slight decrease in pain, but then it returned full force. The physician had the patient using percocet for pain. On an unknown date, the physician injected the patient with saline and the pain subsided.